Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call indicating critical pump error on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that "critical pump error" was displayed on the screen. The customer stated that she does not feel well. The insulin pump will be returned for analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm and unable to download due to moisture damage on the electronic assembly.